Event description:
During a coronary artery drug eluting stenting treatment procedure a "flake" was noticed in the stent edge. The physician attempted to use a 2.25x24mm taxus liberte' drug eluting stent to cross a lesion located in the left anterior descending (lad) coronary artery. The physician could not cross the lesion due resistance. After withdrawing the stent catheter from the guiding catheter the physician noticed a "flake" in the stent edge. The physician then used an endeavour stent to complete the procedure. There was no pt complications and the pt was reported as stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been received for eval as of this date.